Event description:
It was reported that on a unknown date, the surgeon bone grafted a non-union of the tibia with iliac crest where there was a large defect. The hardware in the tibia was a tibial nail implanted (B)(6) 2021. There was no specific complaint against the construct. There was no patient consequence reported. This report is for one (1) unk - end caps: tibial nail. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
This report is for an unknown end cap/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.